Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was stuck in the priming step after changing his infusion set. The patient's blood glucose at the time of incident was 225 mg/dl. During troubleshooting, the customer was unable to get passed the priming menu. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating current, prime, off no power and excessive no delivery alarm tests due to the detached end cap. Unable to confirm the compromised force sensor system, unexpected low reservoir or finish loading alarms due to the detached end cap. The pump was unable to verify the history anomaly due to the detached end cap. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.